Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed screen became frozen. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the inspection failed due to a damaged liquid crystal display (lcd) screen. The reported event of the display screen being frozen was confirmed. The root cause was determined to be a damaged lcd screen.